Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The setup joint (suj) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the issue via logs but was not able to reproduce the issue in-house. Shoulder harness and proximal harness will be replaced to address the issues.

Event description:
It was reported that during a da vinci-assisted surgical procedure, customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) mid procedure and reported they had a persistent recoverable error #23072 on universal surgical manipulator (usm) 1. Tse viewed logs and found error #23072 is pointing to an excessive mismatch between primary and secondary set up joint (suj) z axis readings. Tse had caller manually push usm #1's suj into a different position with no change. Customer was going to disable usm 1 and move usm 4 in to complete the procedure as a 3 usm setup. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the type of da vinci-assisted surgical procedure was a robotic bilateral inguinal hernia repair started with arms 1,2, and 3. Arm 1 was disabled and replaced with arm 4.

Manufacturer narrative:
The field service engineer (fse) replaced the dual string pot and the set up joint (suj) in the patient side cart (psc) to resolve the reported issue. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Isi has not received the suj involved with the alleged issue to perform failure analysis.